Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher three times. The last repair was january 7, 2014 where it was reported that the device was only meshing half and the roller, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The skin graft mesher was manufactured on february 21, 2002, and is over 14 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that there were minor nicks and scratches on the ratchet head and handle. The ratchet gear was placed backwards causing the ratchet to not function correctly as a result. There was minor wear noted to the mesher handle and the latching pins engaged but were loose. The comb was slightly deformed and bent on the right side and there was minor wear noted on the roller gear. The test mesh could not be performed due to the ratchet and the condition of the comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damage comb, and repaired the ratchet. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was bent on the right hand side. The bent comb could allow the device to not produce an acceptable mesh. Based on the information that was provided, the root cause of the reported event could not be specifically determined. The damaged comb would not allow the skin graft to properly pass through the mesher. However the cause of the damage could not be determined. The IFU provides guidance on how to properly install and remove the cutter as to not damage the comb. ¿holding the cutter on both ends, place cutter (e) horizontally on top of the comb with the drive gears aligned. Assure the cutter drops into place by pressing down on the comb once or twice. Assure the cutter remains horizontal during installation.¿ and ¿to remove the cutter, hold on both ends and lift out of mesher. Assure the cutter remains horizontal during disassembly.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not mesh properly. No patient involvement. No adverse events have been reported as a result of the malfunction.